Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hd therapy utilizing the optiflux 200nre dialyzer and the patient blood loss requiring the patient¿s treatment to be completed on a subsequent date. Additionally, there is likely a causal relationship between the blood loss requiring the rescheduled treatment and the reported confirmed dialyzer blood leak which occurred during the patient¿s treatment. Although the dialyzer is unavailable to return, it was reported that the hd machine alarmed for a blood leak and the test strips were positive for the presence of blood resulting in the cancelation of the patient¿s treatment and blood not being returned. As a consequence of the dialyzer blood leak, the patient required a rescheduling of their hd treatment and a minor blood loss. Based on the available information the optiflux 200nre dialyzer blood leak caused the patient blood loss and rescheduled treatment.

Event description:
It was reported that a minor blood leak alarm occurred during a patient¿s hemodialysis (hd) treatment. Blood test strips were used and tested positive for the presence of blood. The treatment was paused, and the patient did not have any complaints of symptoms. It was reported the blood was not returned. Both needles were removed, and pressure was held until the bleeding stopped. The patient was scheduled to complete treatment the next day. Additional information was requested, however reported to be unavailable.